Event description:
Boston scientific received information that this right atrial (ra) lead displayed a high out of range (oor) pacing impedance measurement. The device switched to unipolar, and the technician reprogrammed to bipolar. Since there was report of only one oor measurement, there is no plan for revision at this time. Technical services (ts) suggested, however, that anytime there is a lead diagnostic oor measurement that standard troubleshooting should occur. There were no adverse patient effects reported. Subsequently, additional information was received that another oor measurement was observed, and the device switched to unipolar mode again. It was noted patient complained of syncopal symptoms. Ts discussed that having two lead safety switches two weeks apart suggests a potential lead integrity issue. Ts suggested various troubleshooting methods to help evaluate this ra lead's integrity. This patient was followed-up, and noise was recreated on the ra channel with arm movements across the chest. The physician elected to leave the lead in unipolar mode. The physician also stated this patient's syncopal symptoms were not related to device operation, but due to patient's medication and blood pressure. The patient's medication was adjusted.

Manufacturer narrative:
This ra lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.